Event description:
It was reported that the patient had an aneurysm 4-5 mm located in the carotid terminus. While the physician was placing the first coil (subject device) in the aneurysm, the last loop pierced the wall of the aneurysm. Ten minutes following the rupture, the physician placed a ventric drain. The patient's current condition was not disclosed.

Manufacturer narrative:
Coil protrusion.